Manufacturer narrative:
This report is for an unknown tibial nail/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial nail surgery for a tibia fracture on (B)(6) 2019, a cannulated connecting screw got stuck on a suprapatellar tibial nail and was difficult to get it out. The surgeon was able to get it out but took a lot more force than usual to unscrew the bolt and everything was fine. Nail was implanted. There was no surgical delay. The surgery was completed with no adverse consequence to the patient. This report is for one (1) unknown tibial nail. This is report 2 of 2 for complaint (B)(4).